Event description:
It was reported that ¿they had to put holes in my spine and suture it because it kept moving.¿ this was noted to have occurred in 2006 and they had to go in 3 times because it kept moving. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been found, and if the issue had been resolved for this historical event. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 377745, lot# v002679, implanted: (B)(6) 2006, product type: lead. Product ID: 377745, lot# v002679, implanted: (B)(6) 2006, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 377745, lot# v002679, implanted: (B)(6) 2006, product type: lead. Product ID: 377745, lot# v002679, implanted: (B)(6) 2006, product type: lead. Product ID: 3708140 serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).